Manufacturer narrative:
(B)(4). Physio-control initially evaluated the device and was unable to verify the reported "connect electrodes" issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. Physio-control then evaluated the third party defibrillation electrodes used during the event. Several cracks within the electrodes were observed during an x-ray evaluation; however it was determined that a crack observed in the ra pad through the tab area (where the cable connects to the electrode) would cause an electrically open connection when manipulated. This open connection likely led to the reported "connect electrodes" message during the reported event. Physio-control recommends against the use of third party accessories, including but not limited to defibrillation electrodes. Physio-control performed a clinical review of the reported event and determined that due to the patient's condition of asystole and being down for likely over 10 minutes prior to the customer arrival, the device use appears to not have caused or contributed to the patient's death.

Event description:
The customer reported that during a patient event, their device did not recognize the patient connection through the defibrillation electrodes. The customer stated that they received a "connect electrodes" message when connection the defibrillation electrodes to the patient and could not continue care. The customer indicated that the defibrillation electrodes used was not physio-control brand (kendall 1310p multi function defibrillation electrodes). It was reported that the collapse of the patient was unwitnessed and their estimated down time prior to the customer arriving on scene was approximately 30 minutes. Upon arrival of the customer, the patient was found in an asystole rhythm. No further details of the event have been provided. The patient did not survive the event.